Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, correction is required.

Manufacturer narrative:
(B)(4). MDR regulatory awareness date ¿ correction: regulatory awareness date was confirmed as september 19th -reportability confirmed. G3 date received by mfg ¿ correction: regulatory awareness date was confirmed as september 19th -reportability confirmed.